Event description:
The customer report that a leak was observed at the scope¿s distal end. There was no patient involvement reported. The device was returned to the service center for evaluation and found the forceps cover glue peeling and the scope¿s probe loose and cracked. This is considered to be a reportable malfunction.

Manufacturer narrative:
Further inspection of the returned device found a leak from a crack on the bending section glue. The elevator channel water flow inlet was found loose. The scope ID showed a total of 85 uses. The cause of the physical damage to the scope cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. A definitive root cause cannot be identified. Based on the results of the investigation, there was no glue in the places where the glue was originally applied likely due to some external force added to the area concerned because it was confirmed that there were scratches around the area. This information is addressed in the instructions for use (IFU): "inspection of the endoscope: 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor the field performance of this device.